Event description:
It was reported that during a cystectomy procedure, after 3 hours, the surgeon was not able to activate the device again. Another device was used to complete the case with no pt consequence.